Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, right ventricular pacing, and sensing functions were tested. The device operated appropriately with no interruptions in therapy output at the returned programmed settings.

Event description:
The cardiac resynchronization therapy defibrillator (crt-d) was returned from another manufacturer approximately three and a half years later.

Event description:
Boston scientific received information that the right atrial (ra) lead pacing impedance measurements were chronically less than 200 ohms. Additionally, pacing was not observed. The patient with this device system was hospitalized for non-heart related symptoms. Technical services was consulted and discussed programming recommendations. To date, no adverse patient effects were reported as a result of this clinical observation.